Manufacturer narrative:
A visual inspection was performed on the returned device. A specific failure mode could not be verified as the device was returned partially deployed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unspecified failure mode or observed partial deployment could not be determined. The returned device condition indicates only steps 1 and 2 were performed. However, a failure mode could not be identified. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated.

Event description:
It was reported that an unknown issue occurred with a starclose device. An unknown method was used to achieve hemostasis. No additional information was provided.